Event description:
It was reported that the model 6947 right ventricular lead had high impedance of 2073 ohms, and the patient received an inappropriate shock. The lead was partially explanted and capped. No patient complications were reported as a result of this event. The model 5076 atrial lead had a cut or tear in the insulation. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of these events.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: tdg035010v no anomalies found; proximal segment returned. Pjn262867v outer insulation abrasion (breached); full lead in segments returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned. Outer insulation abrasion (breached); full lead in segments returned. It was reported that the model 6947 right ventricular lead had high impedance of 2073 ohms, and the patient received an inappropriate shock. The lead was partially explanted and capped. The model 5076 atrial lead was reported to have a cut or tear in the insulation. It subsequently tested out of specification during manufacturer's analysis. It was noted that the leads were unusually long for this size of patient. The patient subsequently reported a defective lead shorted and caused an inappropriate shock. He also stated that during replacement surgery, his other lead was found to have the same problem. Additional information was later received reporting inappropriate shock due to lead failure. Fracture and inability to retract helix at explant was also noted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications no conclusion can be drawn impedance, high lead(s), fracture of retract, failure to shock, inappropriate device failure defective device.

Event description:
It was reported that the model 6947 right ventricular lead had high impedance of 2073 ohms, and the patient received an inappropriate shock. The lead was partially explanted and capped. The model 5076 atrial lead was reported to have a cut or tear in the insulation. It subsequently tested out of specification during manufacturer's analysis. It was noted that the leads were unusually long for this size of patient. The patient subsequently reported a defective lead shorted and caused an inappropriate shock. He also stated that during replacement surgery, his other lead was found to have the same problem. Additional information was later received reporting inappropriate shock due to lead failure. Fracture and inability to retract helix at explant was also noted. No further patient complications have been reported as a result of this event.